Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Device pending return.

Event description:
It was reported that during a stent placement procedure, the stent allegedly failed to flared out. It was further reported that the stent flared out half way only and then recoiled itself back. There was no reported patient injury.

Event description:
It was reported that during a stent placement procedure, the stent allegedly failed to flare out. It was further reported that the stent flared out half the way only and then recoiled itself back. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: neither sample nor image provided which leads to inconclusive evaluation result. A manufacturing related issue could not be found. Based on the investigation of the provided information, the investigation is closed as inconclusive for stent deformation during deployment. A definitive root cause could not be determined based upon the available information. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. The instructions for use states: "if excessive force is felt during stent deployment, do not force the stent system. Remove the stent system as possible and replace with a new unit." Regarding access and accessories, the instructions for use states: "gain access at the appropriate site utilizing a 6f (2.0 mm) (or larger) introducer sheath. Insert a guidewire of appropriate length." The packaging pictograms indicate the use of a 0.035" guidewire. Holding and handling of the system during deployment was found sufficiently described. H10: (expiration date: 01/2023). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: device not returned.